Event description:
Scrub tech setting up for CABG (coronary artery bypass graft surgery) procedure, as he put together the vein harvesting system. "Vasoview hemopro 2" the insulation peeled off the electrone upon inserting into the dissection cannula. Item sequestered off field prior to case starting. New item opened and tested prior to case start.